Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the quality controls(qc) were within range on the day of the event. A siemens technical application specialist (tas) was dispatched to the customer site. Tas noticed that the reaction tray wash unit (wud) was overflowing. Tas checked the water pressure, which was higher than expected. Tas lowered the water pressure to normal. Tas checked oil bath, which was contaminated due to overflowing wud. Tas removed water with a syringe and ran calibration and qc, which passed. Tas ran precision testing, which passed. The cause of the discordant, falsely elevated bun result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated blood urea nitrogen (bun) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. A new sample was collected from the patient and tested on the same instrument, resulting lower and matching with the repeat result. The corrected result obtained on the new sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bun result.